Manufacturer narrative:
Continuation of h6: method code: 3372 product event summary: it was reported that there was power switching of the system battery supply with alarm and pump stop. One (1) controller (B)(4), six (6) batteries (B)(4) and two (2) controller ac adapters (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the units passed visual examination and functional testing. Log file analysis revealed that the controller software contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed a premature power switching event that was due to momentary disconnections involving (B)(4). Data log file also revealed a premature power switching event that was due to communication errors between the controller and battery involving (B)(4). The reported power switching event was confirmed. Log file analysis did not reveal any premature power switching events during the reported event date for the batteries (B)(4) and the controller ac adapters (B)(4). Alarm log file revealed a vad disconnect alarm on the reported event date (B)(6) 2017); this alarm most likely was created when the controller was being swapped out. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. The manufacturer has opened an internal investigation, investigating momentary disconnections. Additional products: d4: battery/ (B)(4), di #: (B)(4). D10: yes. Return date: 2017-10-24 h3: yes h4: 2015-10-22 h6: FDA method code(s):10, 20, 23, 38, 3372 h6: FDA results code(s):213 h6: FDA conclusion code(s):71 additional products: d4: battery/(B)(4) / di #: (B)(4). D10: yes. Return date: 2017-10-24 h3: yes h4: 2015-04-20 h6: FDA method code(s): 10, 20, 23, 38, 3372 h6: FDA results code(s):3213 h6: FDA conclusion code(s):25 additional products: d4: battery/(B)(4) / di #: (B)(4). D10: yes, return date: 2017-10-24 h3: yes h4: 2015-12-21 h6: FDA method code(s):10, 20, 23, 38, 3372 h6: FDA results code(s):213 h6: FDA conclusion code(s):71 additional products: d4: battery/(B)(4)/ di #: (B)(4). D10: yes, return date: 2017-10-23 h3: yes h4: 2015-04-14 h6: FDA method code(s): 10, 20, 23, 38, 3372 h6: FDA results code(s):3213 h6: FDA conclusion code(s):25 additional products: d4: battery/ (B)(4)/ di #: (B)(4). D10: yes, return date: 2017-10-24 h3: yes h4: 2016-08-03 h6: FDA method code(s): 10, 20, 23, 38, 3372 h6: FDA results code(s):213 h6: FDA conclusion code(s):71 additional products: d4: battery/(B)(4) / di #: (B)(4). D10: yes, return date: 2017-10-23 h3: yes h4: 2016-06-12 h6: FDA method code(s): 10, 20, 23, 38, 3372 h6: FDA results code(s):213 h6: FDA conclusion code(s):71 this report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report investigation results. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: it was reported that there was power switching of the system battery supply with alarm and pump stop. One (1) controller ((B)(4)), six (6) batteries ((B)(4)) and two (2) controller ac adapters ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(4) revealed that the units passed functional testing and visual inspection. Failure analysis revealed that the controller passed functional testing. Visual inspection of the controller under 10x magnification revealed a hairline crack around power port 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Based on the investigation conducted, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller software contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed a premature power switching event that was due to momentary disconnections involving (B)(4). Data log file also revealed a premature power switching event that was due to communication errors between the controller and battery involving (B)(4). The reported power switching event was confirmed. Log file analysis did not reveal any premature power switching events during the reported event date for the batteries (B)(4) and the controller ac adapters ((B)(4)). Alarm log file revealed a vad disconnect alarm on the reported event date (09/14/2017); this alarm most likely was created when the controller was being swapped out. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. Manufacturer investigated momentary disconnections. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. **additional system component being reported for this event: battery/bat210010/ catalog number: 1650de / expiration date 2016-10-31. UDI #: unk. Not returned to manufacturer. FDA device code: battery issue c63030; FDA 2885: :battery/bat206919/ catalog number:1650de / expiration date 2016-04-30. Not returned to manufacturer. FDA device code: battery issue c63030; FDA 2885. Battery/bat212600/ catalog number:1650de / expiration date:2016-12-31. No, not returned to manufacturer. (B)(4). Battery/bat206715/ catalog number: 1650de / expiration date:2016-04-30. No, not returned to manufacturer. (B)(4). Battery/bat221595/ catalog number:1650de / expiration date: 2017-08-31. Not returned to manufacturer. (B)(4). Battery/bat219282/ catalog number:1650de / expiration date: 2017-06-31. Not returned to manufacturer. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there was power switching of the system battery supply with alarm and pump stop.  No patient complications have been reported as a result of this event.